Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: 23 days post the procedure. It was reported that approx seven days post an uneventful left internal / common carotid artery stenting procedure, the pt was hospitalized with right facial droop, aphasia, weakness of the right upper extremity and bilateral lower extremities and uncontrolled hypertension. A CT scan revealed a large left intracerebral hemorrhage which the physician felt was non-operative. The pt was ventilated and remained hospitalized. The pt expired 23 days post procedure. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
Event. In 2008: chest xray=enotracheal and ng tube in place. Left subclavian pacemaker in stable position. Calcified granuloma within right lung base. 04/2008: chest x-ray=slight interval improvement. Two days later: chest x-ray=no significant change from previous. The following month: chest x-ray=no significant change. Three days later: lungs are clear. The rx acculink lot number 8013151 listed is being filed under this medwatch report. The stent remains in the pt. The lot history record was reviewed. There are no non-conformance associated with this lot number. Intracerebral hemorrhage and death is a known possible adverse event associated with the use of a stent.